Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. Considering the surgical methodology, itwas seen that the dentist has selected an implant design which is notrecommended for the patient's bone quality.

Event description:
(B)(4). The dentist reported that 3 months 21 days after the dental implant was installed in intraoral region 2#, its non-osseointegration was observed. Moreover, the patient presented bone type ii.